Event description:
The customer reported to customer service that per her lactation consultation she developed mastitis from her pump in style breast pump not functioning properly.

Manufacturer narrative:
A replacement pump was sent to the customer. The customer reported mastitis. A medela clinician spoke with the customer on (B)(6) 2014 at which time she stated that she took antibiotics and no longer has mastitis. Had been both breastfeeding and pumping when mastitis occurred. She continues to have a low supply and plugged duct on one side. Upon receipt and qe evaluation on (B)(6) 2014, the unit has performed to specifications. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(6). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." (B)(4): breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The pump was visually examined and the following were noted: pump type: pump in style item # 57081: manufacture date: 08/13/2014: kit components received: pump and transformer. Vacuum levels and cycle rates were tested using the customer's returned transformer. The following were the results: (B)(4). Vacuum and cycle specifications for the pump are as follows: (B)(4). The unit has performed to specifications. No problem found with unit.